Event description:
It was reported that during a rotational atherectomy procedure, the pt died. The condition of the pt was very serious prior to the procedure. The pt had three bypass grafts from 1991. All three grafts were close. The physician stated that there were only two possible strategies for this pt. Rotational atherectomy of the circumflex with recanalisation of the vessel and recanalisation of the lad the following day. Opening of one or more of the bypass(es) which were closed by thrombus using a filterwire which was a risky procedure. The physician was unable to reach the cx and/or the lad with a wire. Attempts to predilate the left main to improve the blood flow with a maverick 1.5 x 20mm balloon failed. The ECG and the aortic pressure were getting worse. As the last alternative, the physician decided to rotablate the left main which was heavily calcified. Shortly after ablation was started, the aortic pressure dropped dramatically. Therefore, the ablation was stopped/interrupted. As a consequence of the aortic pressure drop, the whole left main became ischemic. Due to the improved lumen as a result of the ablation, it was now possible to stent the left main with a medtronic 3.5x20 mm driver stent. For the next ten minutes, the pt got cardic massage. Thereafter, the condition of the pt improved slightly, however, worsened again later. After about 40 minutes and several reanimation attempts the pt died. In the opinion of the physician, the pt died as a consequence of the desease and not the intervention or the devices used.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.